Event description:
The customer contact reported that the device did not sound an audible alarm tone when the device was plugged into an ac power outlet. The pump was returned to the biomedical engineering department with a note that stated, "defective: does not beep when you plug it in." No specific pt info, pump programming, or event details were provided. During testing at the user facility, the device did not sound an audible alarm tone when the device was plugged into an ac power outlet. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.